Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission, it was noted that the pulse generator exhibited far r over sensing, which caused the mode switch episodes to occur. The patient would be brought into clinic. No additional information was available.